Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presents with right knee pain, no trauma, ambulating with a cane,knee and calf swollen and tender to palpation, erythema surrounding incision and warm to tough, very painful with rom. Knee aspiration completed. The event is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent an I&d with liner exchange due to pain, swelling, and erythema about four weeks post implantation. Knee aspiration performed for hemarthrosis. No operative records provided.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted